Event description:
Cdc directly contacted the MFR during an investigation involving two cases of aspregillus endocarditis where the same lot of bioglue was used in both surgeries. While bioglue is noted as a commonality, the cdc has not implicated the proudct in the incidents. Subsequent contact with the hosp indicated that a particular lot of bioglue was one of several commonalities between these two cases. Both cases also involved bentall procedures and occurred in the same or. While both cases involved the implantation of mechanical valves, the devices were from separate mfrs. A third case involving the same procedure and bioblue lot resulted in aspergillus infection; however, the infection was limited to the sternal wound and was not associated with the application of bioglue. Ats mechanical heart valve and bioglue implanted in 2005. Aspergillus endocarditis was evident in 07/2005. Infection resolved. Following these two events, two more different lots of bioglue were utilized in other surgical procedures with no evbidence of complications. The hosp indicated that they were unable to conclusively determine the cause of these cases.